Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at tenth inflation, it was noted that the balloon ruptured below rated burst pressure. It was also noted that the balloon was torn longitudinally, in parallel with the blade. The device was removed from the patient's body using the usual method without problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.